Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye a scratch was observed on the lens optic. The lens was explanted and exchanged without further incident during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk matrix identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone galaxy rao605g batch 095280864 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g batch 095280864. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of the event.

Event description:
On 8th april 2026, rayner received notification from a healthcare facility in poland of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that immediately following implantation into the eye a scratch was observed on the lens optic necessitating lens explantation and exchange.